Event description:
It was reported that the customer accidentally gave more than 1 bolus. The customer's blood glucose level subsequently displayed as ¿low¿; however, a specific value was not provided. Customer required assistance and was given a glucagon injection to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.